Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced one inappropriate shock due to noise that was being oversensed. The noise was suspected to be due to sense b noise. Technical services recommended programming to secondary assuming that the signal looked ok and recommended to do a patient-initiated interrogation in the next few weeks to review. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced one inappropriate shock due to noise that was being oversensed. The noise was suspected to be due to sense b noise. Technical services recommended programming to secondary assuming that the signal looked ok and recommended to do a patient-initiated interrogation in the next few weeks to review. At this time, the system remains in service. No adverse patient effects were reported.